Event description:
It was reported the system was displaying communication errors during subtraction mode. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and reseated the cine drive and cine bridge pcbs. Files were corrupted by user not following proper shutdown procedures. System operates as intended.